Event description:
It was reported that this right atrial (ra) lead was explanted due to venous occlusion. A new ra lead of the same model was successfully implanted. The ra lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to venous occlusion. A new ra lead of the same model was successfully implanted. The ra lead was returned for analysis. No additional adverse patient effects were reported.